Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified iliac vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation before reaching the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.